Manufacturer narrative:
The reported events of insulation abrasion and lead noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks. The cause of the reported events was due to external insulation abrasion which is consistent with friction to device can.

Event description:
Several episodes of noise resulting in oversensing were observed on the right atrial (ra) lead during a follow-up. During the replacement procedure, insulation damage was noted on the ra lead. The ra lead was explanted and replaced and the patient was stable.